Event description:
During a cataract extraction procedure, this unit displayed the error message "phaco calibration required." Although the problem may be with the phacoemulsification handpiece being used, this unit is being sent in for evaluation. There was no pt injury.